Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9297-25 serial/batch number (B)(6) was received for investigation. Functional testing reveals that the parts get stuck to mating part, ar-9676, due to the damage on the outer and inner surfaces of the device. Visual evaluation revealed abrasion marks on the base of the angled reamer, inside of the inner diameter of the device. The most likely cause is attributed to misuse due to interference with the mating instrument.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/7/2024, it was reported by a sales representative via (B)(4) that an ar-9297-25 univers vaultlock augmented glenoid angled reamer sleeve was locking up and causing issues while reaming; the inside of it was not smooth, and the inner sleeve was not able to move freely within the angled reamer sleeve. This was discovered during a procedure (B)(6) 2024, with no reported patient harm. Additional information was received on 3/11/2024: this was discovered during a augmented eclipse procedure on (B)(6) 2024. The case was completed by using an alternative reamer sleeve from a separate set. There was no case delay.